Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the lesion characteristics were in the aorta. The patient¿s vessel tortuosity was normal. The resistance was in the distal end of the catheter. The coil came out of the introducer sheath smoothly. There was no kink/damage to the coil observed after removal. Manual detachment, it detached with one attempt to remove it. No damage to the pushwire was noted. The coil was removed from patient at the time of surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a concerto coil was stuck in the catheter and detached prematurely. The coil was advances through the catheter but the coil started to advance out of the catheter it got stuck. It wouldn't advance. When removing the coil and it wire the coil detached in the catheter. The physician attempted to flush the coil toward the intended land zone but was unsuccessful. Removed the catheter and coil at the same time and decided to continue without coils for the aorta stenting. The devices were prepared as indicated in the instructions for use (IFU).  No patient symptoms or complications were reported. Ancillary devices: lantern-terumo microcatheter.